Event description:
It was reported that the device had a bad actuator. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The original device history record (DHR) is no longer applicable as device was manufactured in 2008. No previous service records were found in system. The device was received for evaluation; in used condition with one broken caster wheel, rust on top of rolling base, and wear and tear on line cord. Device was manufactured in 2008. Powered on the device and activated actuator pole by pressing the keypad switch. The actuator pole made a grinding sound when pole was moving upwards. This confirmed the customer reported issue. Power pole assembly was found to be faulty due to normal use. The device is 10 years old and has not been in for service before. The root cause of the issue was deemed to be normal wear and tear. Action(s) taken to mitigate the reported issue(s): replaced actuator power pole, line cord, actuator pole switch, and caster wheel, replaced old style float switch to new style; installed disposables and tempcheck test; check all disposables/ tubes alarms. Device passed all functional and electrical tests.